Event description:
Information was received indicating that a smiths medical device was having issues with the upper panel of alarms. It was indicated that this issue was found during testing. There were no adverse events reported.